Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was called to emergency medical service due to low blood glucose on unknown date with blood glucose of unknown. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with food and orange juice. Based on customer report customer did allege insulin pump was over delivering. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.